Event description:
The customer reported that alarms no longer appear at the bedside monitor, while they do appear at the central monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that alarms no longer appear at the bedside monitor, while they do appear at the central monitor. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.